Manufacturer narrative:
Patient ID, age & weight not provided for reporting. Possible lot #l542625 for 1 part per package. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal humerus orif procedure two (2) screw driver shafts, did not perform as needed. Specifically the tips of the screwdriver shafts were stripping out the screws. Other screwdrivers were available. This did not interrupt surgery. No delay. This complaint is for two (2) devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 314.453, lot no.: 7529813: manufacturing location: (B)(4), release to warehouse date: 08.aug.2011: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The returned stardrive screwdriver shaft (314.453, 7529813) is used in a variety of trauma procedures and can be used during the insertion of screws with t8 recesses. The returned shaft was received with its distal stardrive tip slightly twisted and deformed, which could have contributed to the complaint condition and therefore confirmed it and made further replication inapplicable. The returned stardrive screwdriver shaft (314.453, 7529813) was manufactured on 08aug11 and relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The material, material properties, and hardness of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material/hardness testing is not required. During the investigation, no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A dimensional check of relevant features could not be completed due to post-market damage. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. It is possible that the returned shaft was used during insertion of a screw into excessively hard/dense bone, which could have exposed it to excessive torsional forces which could have contributed to both the deformation of the shaft¿s stardrive tip and/or the stripping out of corresponding screw recesses. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgery was completed successfully with no additional intervention required. Patient status is reported as stable following the surgery. This report is 1 of 2 for (B)(4).